Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Xiitp5413, osseotite tapered certain prevail implant 5/4 x 13mm, lot number 2015112129. Initial reporter¿s title is not provided / unknown.

Event description:
It was reported that the abutment screw broke inside the implant and the implant had to be removed and bone graft was placed. The site was grafted also with allograft together with original implant placement. Tooth 30.

Manufacturer narrative:
This report is being submitted to report both corrected and additional information to 0001038806 - 2022 - 01802. The corrected information is that the device has not been returned to the manufacturer as was previously incorrectly reported. The following sections are being reported: d9 device availability is corrected. H2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. The return of the reported unknown screw could not be verified, and the reported event could not be verified with the information provided. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specification and conforming when it left zimvie. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown biomet screw) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.